Event description:
Pt was undergoing left heart cath. While the power injector tubing was purged of air it was noted that the line injector manifold was open to the pt. The injector tubing was immediately closed to the pt. Approx one minute later the pt was noted to be weak on the left side, had slurred speech and left sided facial droop. The pt remained alert and oriented x3.